Event description:
It was reported that the pt's system was removed, due to infection. No pt symptoms were reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.